Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer stated that the insulin pump had a blank display after it was exposed to moisture. Troubleshooting was performed and the display remained blank. Nothing further was reported.